Manufacturer narrative:
Complaint no: (B)(4). The device was manufactured may 18, 2015- may 19, 2015. The device was received for evaluation. Visual inspection did no identify any defects with the device. A flow rate test was performed and the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor delivered its medication in 50 hours instead of the expected 24 hours. The device was filled with 4400mg of fluorouracil and 96ml of sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.